Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported activation failure including expansion failures was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported activation failure including expansion failures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the subclavian artery with 95% stenosis, moderate calcification and mild tortuosity. A 0.035 guide wire was advanced to the lesion. The 8.0x39mm omnilink elite stent only partially deployed as the balloon could not be inflated properly at nominal pressure. Physician took out the device after a considerable try to deploy the stent. Another 8.0x29mm omnilink elite stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion in the subclavian artery with 95% stenosis, moderate calcification and mild tortuosity. A 0.035 guide wire was advanced to the lesion. The 8.0x39mm omnilink elite stent only partially deployed as the balloon could not be inflated properly at nominal pressure. Physician took out the device after a considerable try to deploy the stent. Another 8.0x29mm omnilink elite stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.